Manufacturer narrative:
H.6. Investigation summary: bd received 8 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for dirty stopper, damaged / deformed stopper, fm in gel and dirty tube (scratch) with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that there were 7 occurrences of foreign matter in tube and gel and 1 deformed stopper with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: dirty cap x4; damaged/deformed tube ×1 (stopper); fm in gel ×2; dirty tube x1.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were 7 occurrences of foreign matter in tube and gel and 1 deformed stopper with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: dirty cap x4, damaged/deformed tube ×1 (stopper), fm in gel ×2, dirty tube x1.